Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The reported event of the ipg communication error was confirmed. As received, the ipg failed to communicate with a clinician programmer. Laboratory testing revealed the bluetooth was advertising on incorrect frequencies. The cause of the event is consistent with component malfunction in ble circuitry. Scottsdale manufacturing investigation results: root cause was a random component defect. No hybrid manufacturing defects were found when evaluating hybrid bdv137.1 from device bdv137.1 no hybrid manufacturing issues were found when reviewing the hybrid bdv137.1 manufacturing history. Hybrid bdv137.1 was manufactured in accordance with the validated processes in place at the time and met all hybrid acceptance criteria. Hybrid bdv137.1 left the scottsdale az manufacturing facility in good working condition and met all acceptance criteria after installation in the final device which was shipped to the field. The investigation of the returned hybrid bdv137.1 from device bdv137.1 identified a random component defect in the ble crystal which resulted in stress fracture propagation over time.

Manufacturer narrative:
The reported event of the ipg communication error was confirmed. As received, the ipg failed to communicate with a clinician programmer. Laboratory testing revealed the bluetooth was advertising on incorrect frequencies. The cause of the event is consistent with component malfunction in ble circuitry.